Event description:
It was reported that during a ptca/stent procedure two guide wires were placed in the first and second obtuse marginal bracnches of the circumflex. Following successful completion of the procedure, the guide wires were removed, and a drop in the patients blood pressure was noted. Angiography revealed staining in the wall of the heart. Two separate pericardiocentesis procedures were performed and the patient's blood pressure could not be stabilized. The patient was sent for bypass surgery. Reportedly, following surgery, the patient is doing fine. Upon review of the cine films, it was noted that the tip of the guide wire in the distal portion of the vessel was prolapsed from the beginning of th procedure. It was noted that the prolapsed tip appeared to be larger than the distal vessel size.